Manufacturer narrative:
(B)(4). Medication's - amlodipine, aspirin, atorvastatin, citalopram, lisinopril, metoprolol, ranitidine, dicyclomine, probiotic. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.according to the gore® excluder® aaa endoprostheses instructions for use, adverse events which may occur and require intervention include endoleak.

Event description:
On (B)(6) 2008, this patient underwent endovascular treatment of an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. On (B)(6) 2017, the patient was reported to have a proximal type I endoleak, no aneurysm enlargement was reported. On (B)(6) 2017, the patient was implanted with an aortic extender component to treat the proximal type I endoleak. It was reported the aneurysm was excluded and the patient tolerated the procedure.

Manufacturer narrative:
Refer to field for the results of the imaging evaluation. Corrected event date. Added event description information.

Event description:
On (B)(6) 2017, imaging identified a type ii endoleak originating from a lumbar artery. No aneurysm enlargement has been reported. It was reported no reintervention has occurred. The physician is reportedly going to monitor the patient.

Manufacturer narrative:
Corrected the relevant tests/laboratory data, including dates.